Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04486 and # 3005099803-2010-04487. It was reported to boston scientific corporation that two jagtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician found the wire was already broken when he opened the packages. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis found the lead fractured 33.5cm from the connector. The is-1 distal coil, df-1 rv and df-1 svc cables were fractured in the same area. It is believed that the fractures were caused by clavicle crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a shock. The rv capture threshold had increased. A fracture was noted on the lead. The lead was explanted.